Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between sep 5, 2023 and oct 31, 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar intraocular lens (iol) was explanted from the patient's right eye due to mechanical complications/ unspecified injuries. There was incision enlargement, but no vitrectomy and no sutures required. Another johnson & johnson lens, model ar40m with the same diopter as the original iol (4.5 d) was used as a replacement. The patient tolerated the procedure well. The suspect product was discarded. No other information was provided.